Event description:
A report received indicated that a physician experienced with a cypher stent during the direct stenting of a lesion in the mid right coronary artery. According to the report, the stent could not be advanced further than the proximal edge of the lesion. Then the physician retracted the stent to put in a balloon for predilatation, the proximal edge of the stent was caught up in the guiding catheter and "got stuck". " it was possible to move the stent back into the guiding catheter, but it was frayed at the proximal edge. After inspection by the physician, he thought the stent had been "sub optimally" mounted on the balloon and that caused the stent to get caught at the edge of the guiding catheter.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Please note that device stent not properly mounted on balloon. This product is available for evaluation but has not yet been received. Additional information will be submitted within thirty days upon receipt.